Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 27mm portico valve was chosen for implant on (B)(6) 2022. Measurements were performed, according to the computerized tomography (CT) scan , during the 81% phase of the patient's cardiac cycle, the valve ring was compatible with the 27mm portico valve and lg flexnav delivery system. The annulus perimeter measured 76.0mm. During the procedure, the valve did not anchor in the left sinus. Two attempts were made to place the valve in an optimal position and the efforts were unsuccessful and the device was recaptured and removed from the patient. The device was exchanged with a 29mm portico valve. The device was deployed and successfully placed with an implant height of 3mm. No residual paravalvular leak was observed. The patient left the recovery in stable condition. The patient remained hemodynamically stable throughout the procedure. The procedure took longer than normal due to the valve replacement. The following day, before the patient was discharged the patient developed a stroke. The physician reported the patient did not develop any cognitive deficits. The patient has been discharged to home. It was noted that both the 27 mm portico valve and the flexnav delivery system were performing as intended.

Manufacturer narrative:
An event of stroke two days after implant of a portico valve. Information from the field indicated that the implant procedure had an "excellent" result. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
N/a.